Event description:
A 3.0mm diameter x 15mm length ave micro stent ii was inserted into a severely lortuous and dissected left circumflex coronary artery. It was not possible to cross the target lesion, therefore, the guide catheter was "deep scaled" into the left main in an effort to provide support while attempting to cross the lesion. The stent was still not able to cross the target lesion. After removal of the stent and the guidewire, it was noted that there was a dissection in the left main lesion. The pt went to surgery for coronary artery bypass surgery and there was no additional clincal sequalae reported relative to the event.